Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise with oversensing which resulted to pacing inhibition that caused asystole of 2.2 seconds. All other measurements were constant and in range. Noise was not reproducible during provocation tests. Boston scientific technical services (ts) reviewed the patient¿s chest x-ray and noted that the lead¿s distal coil was quite parallel to the diaphragm. However, as the recorded noise was not characteristic of diaphragmatic muscle activity, additional testing was advised to determine the origin of the noise. Other potential causes of noise were also discussed. The device was reprogrammed. Both the device and lead remain in service.